Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. During the replacement procedure another ICD (1725-253084) was attempted to be implanted, but oversensing and undersensing was encountered. A second ICD was implanted with no further problems.